Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2415 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of tonsillectomy and septoplasty on (B)(6) 2021, cesarean section (2008) in 2012 and obesity, abnormal uterine bleeding, menses irregular, inability to lose weight, headache, cramp in lower abdomen, parity 3, multi gravida, seborrheic dermatitis, hysteroscopy, depression and pap smear abnormal. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2415 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final pathologic diagnosis: uterus, cervix, and bilateral fallopian tubes, essure devices, total hysterectomy and bilateral. Salpingectomy: cervix: reactive squamous metaplasia. Tubal metaplasia of the endocervical glands. Dysplasia is not seen. Nabothian cysts. Endometrium: proliferative endometrium. Hyperplasia or atypia is not seen. Myometrium: focal adenomyosis. Bilateral fallopian tubes: bilateral essure devices identified. See gross description. Negative for neoplasia (bilateral fimbriated ends of fallopian tubes were submitted entirely for microscopic examination). Clinical history: endometrial strips 21.7 mm, uterus retroverted and midline, essure devices visualizes in right and left lateral fundus of the uterus. Bilateral adnexa unremarkable with normal appearing overies. Gross description: right fallopian tube: 8.0 cm in length and ranging from 0.4-0.6 cm in diameter. Left fallopian tube: 6.0 cm in length and ranging from 0.4-0.6 cm in diameter. Right fallopian tube: contains a metallic coil approximately measuring 4.0 cm in length, 0.1 cm in diameter left fallopian tube: received detached, contains a metallic coil approximately measuring 4.0 cm in length, 0.1 cm in diame. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history, concomitant drugs, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2415 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.